Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A new prescription form has been received for a revision due to the patient having a leg length discrepancy. It has been further reported that the patient has a contracture of extension. The leg length discrepancy is about 40mm and there is instability of the tibial stem. It was also reported that the patient had a traumatic fracture of both ankles that lead to instability of the implant. It has been confirmed that the implant is only extended 30mm and the grower in situ can accommodate up to 80mm of growth.